Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was found delivering a rate different than the originally programmed rate resulting in the patient receiving more medication than intended. It was reported the infant was on fluid restriction. At an unspecified time the device was programmed to deliver 20% dextrose solution, at a rate of 1ml/hr and the delivery was started. No further programming parameters were provided. After unspecified lengths of time, the device alarmed for an unspecified occlusion on two separate occasions. At those times, the alarm was cleared and the delivery was resumed. It was reported that a few minutes later, the device alarmed a third time for an unspecified occlusion. At this time, a different nurse noted that the device displayed a delivery rate of 27ml/hr. The nurse reprogrammed the device to deliver at a rate of 1ml/hr with a vtbi (volume to be infused) of 30ml, and the delivery was resumed. The customer contact reported that at this time, the device displayed a delivery rate of 30ml/r. The nurse reprogrammed the delivery rate to deliver at the intended rate of 1ml/hr, with a vtbi of 50ml, and the delivery was resumed. It was reported that at this time, the device displayed a delivery ate of 50ml/hr. At this time, the device was replaced. At an unspecified time after the event, it was reported the patient's blood glucose was 500. The patient was treated with 0.6 units of an unspecified crystalline insulin in 20ml/saline, at a rate of 0.2ml/hr, via a peripheral intravenous access. No further pump programming parameters were provided. After an unspecified length of time, it was reported the patient's blood glucose decreased from 500 to 150, then to 45. At that time, the insulin delivery was stopped and the infant was to receive a 5% dextrose solution. No specific device programming parameters were provided. There was no reported delay in critical therapy. No additional information was provided.